Manufacturer narrative:
Section d10 references: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2024 product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2024 product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial#: (B)(6) , ubd: 19-feb-2017, UDI#: (B)(4) ; product ID: 3708660, serial #: (B)(6) , ubd: 19-feb-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative, who reported the patient had an infection after a battery change (which was confirmed through testing). The source of the infection was unknown; there was no allegation the device was suspected to have been the cause. Due to this the patient had to have the battery and extensions removed on (B)(6) 2024. The new battery and extensions were implanted on (B)(6) 2024 after the patient had time to recover from the infection.